Event description:
Information was received indicating that this ambulatory infusion pump exhibited loss of memory. It was not specified whether or not this occurred during infusion. It was also noted that the display was unreadable. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the front housing showed signs of impact damage. The customer's reported problem of an unreadable display was confirmed. Information on the lcd display was random and unreadable at times. The main pcb was replaced and the front housing was fixed due to customer's concern. Additionally, the device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the root cause of the customer's reported problem is unknown.